Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The customer complained of erroneous results for 1 patient tested for troponin t hs stat (high sensitive short turn around time) troponin t hs stat. The erroneous result was not reported outside of the laboratory. The initial troponin t hs stat result was 16.55 pg/ml on either e411 instrument with serial number (B)(4) instrument with serial number (B)(4). The customer was not sure which instrument this result came from. The sample was repeated twice on the e411 instrument with serial number (B)(4). The results were 11.58 pg/ml and 14.54 pg/ml. The repeat results were reported outside of the laboratory where a result of 15 pg/ml was validated. This medwatch will cover the e411 instrument with serial number (B)(4). Refer to medwatch with patient identifier (B)(6) for information on the e411 instrument with serial number (B)(4). No adverse event occurred. The troponin t hs stat reagent lot number was 18260301. The expiration date was not provided. Calibration results were acceptable. It was noted that the low level quality controls showed a large scatter. Liquid flow cleaning was performed on the e411 instrument with serial number (B)(4) on (B)(6) 2015.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.the field service representative visited the customer site and performed several service actions. After this visit and associated actions, no further issues were reported.